Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer via telephone on 18nov2020, it was stated that on (B)(6) 2020, patient wore first pair of contacts and was experienced with hyperemia and there was a white spot on cornea in both eyes. On (B)(6) 2020, patient was diagnosed with corneal ulcer. After two weeks of treatment, doctor instructed to wear contact lenses again. Patient wore the second pair of lenses and experienced the issues again. Symptoms resolved at the time of reporting. No medical intervention was required. No further information is available.